Manufacturer narrative:
The investigation is incomplete at the time of this report.

Event description:
The event is reported as: the customer reports that a child had a surgical procedure. After the intubation (intervention was ok), the pt was in the recovery room and had a compressive bilateral pneumothorax. The pt was transferred to ICU and bilateral drains were placed. The customer reports that the pt is fine.